Event description:
A user facility reported to olympus that the gasket at the handle fell off. The problem, as reported to olympus, was found during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the control body black ring detached. In addition, the evaluation found the distal end detached and the a-rubber glue was cracked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tip adhesive was peeling due to the same stress that caused the other breakages however, the root cause of the stress could not be determined. Olympus will continue to monitor field performance for this device.